Event description:
It was reported that during the operation the internal balloon released fluid into the safety balloon and the shunt detached twice during the operation. After the operation, a video was taken to show how the internal balloon emptied into the safety balloon despite the syringe plunger was pressed down. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for evaluation. However, the video provided confirmed the report. Additional details provided by the surgeon determined the cause to be user error. It was stated that the surgeon did not place the safety sleeve over the safety balloon and there were no issue with the device. The safety balloon is intended to inflate when excess pressure is applied to the internal carotid balloon to reduce the possibility of injury by over-inflation. As instructed in the IFU, the balloon should be slowly inflated to prevent the safety balloon from inflating and the user should slide the safety sleeve over the safety balloon once the balloon is in place. When balloon inflation is completed, the IFU instructs to: close the white stopcock and slide the movable sleeve over the external safety balloon. This will prevent reflux from the internal carotid balloon into the external safety balloon and prevent subsequent loss of vessel occlusion. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements. We have not received any other complaints of a similar nature for devices from this lot.